Event description:
During the review or filming of images at the eps-30 review console, the acquired images were apparently displayed as diagonal lines instead of pt anatomy (the acquired images were still stored in the system and were available for digital processing). The operators thought the system had locked up and rebooted the system with the catheterized pt still on the table. The physician alleged that the delay in being able to review the films prior to removing the catheter from the pt, created a potential hazard to the pt. After the system was rebooted, the procedure was successfully completed without incident.